Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The returned flexima biliary stent with the delivery system was analyzed, and a visual evaluation noted the stent was returned loaded to the delivery system and did not present any damage. The proximal section of the guide catheter was severely kinked, torn/stretched and broken. The push catheter was kinked and stretched. The proximal part (plastic molded handle) was not returned. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the guide catheter had some kinks in the proximal section. Based on the all gathered information, the kink and the stretch present in the guide catheter would affect the indented use of the device. It is likely that operational factors as handling and technique caused the kink in the distal section of the guide catheter. Therefore the most probable root cause for this event is "adverse event related to procedure". A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) in the bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, the physician used a flexima biliary stent for drainange, however, the delivery shaft malfunctioned, the stent could not be deployed. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was noted to be stable. Investigation results revealed that the guide catheter was detached/separated. Therefore this event has been deemed an MDR reportable event.